Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The increased mitral regurgitation (mr) and tissue damage are likely due to the reported slda. The reported patient effect of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report the single leaflet device attachment (slda), leaflet damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to <1. On (B)(6) 2019, a transthoracic echocardiogram (tte) was performed which noted the mr increased to 2. The next day on (B)(6) 2019, transesophageal echocardiography (tee) noted the lateral clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The pml appeared to be damaged where the clip was grasped. No additional treatment will be performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.